Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; [the valve was reported in 9617601-2025-01384], product ID l-evolutfx-2329 (0012672035); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), complete heart block (chb) occurred. Following the procedure, the patient remained in chb, and a temporary pacemaker was implanted. Two days later, native conduction was not regained, and a leadless permanent pacemaker was implanted. Prolonged hospitalization was required. The event resolved with sequelae, and the patient was discharged three days after the valve implant procedure. Per the physician, there was a causal relationship between the event, the valve, the dcs, and the implant procedure. It was noted that a pre-implant balloon valvuloplasty was not performed.